Manufacturer narrative:
(B)(4). Additional information: should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Event date: on an unreported date, patient experienced possible peritonitis and unspecified antibiotic was injected into a heater bag for treatment of peritonitis. On the (B)(6) 2014, patient was diagnosed with peritonitis. This is the same patient as in (B)(4). A review of all batch record documents was conducted for potentially associated lot numbers gd896696 and gd896316 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not available, an evaluation could not be performed. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). On an unreported date, the patient recovered from the peritonitis event and the peritoneal dialysis effluent was clear. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. On an unreported date, the patient was hospitalized for the peritonitis event. On unreported date, the patient started treatment with unspecified antibiotic(s) intraperitoneally (medication, dosage, frequency, and duration not reported) for the peritonitis event. On an unreported date, the patient was discharged from the hospital. The patient was recovering from the peritonitis event. Dianeal therapy was ongoing. Additional information was requested but is not available. This is report 2 of 3.